Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device. (B)(4).

Event description:
It was reported that this implantable lead was attempted due to product performance issues. Additional information received from the field representative revealed hat the lead had helix extension issues and that when it was able to extract, high out of range pacing impedance measurements were obtained. Another lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Manufacturer narrative:
This supplemental report was filled to provide device evaluation results and to correct field h10: "additional MFR narrative", as there was no patient code 3191. This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The high impedance allegation was not confirmed, based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor fractures.

Event description:
It was reported that this implantable lead was attempted due to helix extension issues. When the lead was able to extract, high out of range pacing impedance measurements were obtained. Another lead was used to complete the procedure. No adverse patient effects were reported. The lead was returned and analyzed.